Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd needle sftygld 25x5/8 rb foreign matter was found. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: rn on ca7 found hard black contaminate on needle tip ¿ found white fluff on tip of a second needle, third was contaminated as well. Finally found a needle that was clean to visual inspection on the fourth try.

Event description:
It was reported while using bd needle sftygld 25x5/8 rb foreign matter was found. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: rn on ca7 found hard black contaminate on needle tip ¿ found white fluff on tip of a second needle, third was contaminated as well. Finally found a needle that was clean to visual inspection on the fourth try.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.